Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump suspended when her blood glucose level was not low. Customer's blood glucose level was 103 mg/dl but her sensor glucose reading was around 50 mg/dl to 60 mg/dl. The device was not returned.